Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use electrosurgical knife's distal end fell off. This occurred during an endoscopic submucosal dissection procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the electrosurgical knife's distal end fell off was identified. It is likely the result of excessive heating; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.